Event description:
It was reported that pump wake button required multiple presses with delay before screen turned on. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance from technical support, and no additional information was received regarding actions taken or resolution of the event.